Event description:
Treatment of a right supraclinoid aneurysm measuring 14mm x 5mm. It was reported that the patient had an ipsilateral parenchymal bleed one day after the procedure. Heparin was started after the case.it was reported that the patient had left hemiplegia.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).